Event description:
The user facility reported a patient was escalated from intra-aortic balloon pump (iabp) to impella 5.5 in anticipation of ventricular septal perforation (vsp) closure. During impella 5.5 management, the purge pressure rose, and the purge flow rate dropped with the pressure rise, causing purge-related alarms. There were no problems with the pump flow rate or motor current consumption. Although the purge system was replaced and checked for bends, no improvement was found, so the impella 5.5 device was replaced. It was noted that when the existing impella 5.5 was removed, a thrombus was found to have adhered to the outflow site. The device was replaced without any issues and without affecting the patient's hemodynamics. The patient is in stable condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.". In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure and thrombus has been completed. The pump was not returned for investigation. The data log shows a 30-minute gradual rise in purge pressure, followed by a high purge pressure alarm without any observed motor current spike. Purge pressure was seen to recover with a gradual trend after 12 hours. The cause of the high purge pressure issue was most likely biomaterial buildup, based on data log review. The root cause of the thrombus was unable to be determined due to insufficient clinical details. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28591. B5 patient outcome was erroneously entered on the initial manufacturer device report number 1220648-2025-28591. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28591. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28591.

Event description:
It was reported that the patient expired while on support, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.